Event description:
It was reported that the cordless driver 3 was shedding medal prior to use at the user facility. There was no associated procedure, no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that the cordless driver 3 was shedding metal prior to use at the user facility. There was no associated procedure, no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
Usage of device corrected from reuse to initial use of device. The reported event was not duplicated during device evaluation. During visual inspection, the device was placed under a microscope; however, failure for metal shavings was not confirmed. The device went through preventive maintenance and will be returned to the user facility.